Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.

Event description:
Patient reported a leak while filling his cartridge yesterday. Patient stated the concern occurred with 2 different cartridges from the same lot. Patient reported the infusion device was not in use at the time of the leaks. Patient stated when filling the cartridge with insulin from the vial, he felt insulin leaking through the plunger and onto his hand. Patient reported this occurred as the vial was inverted and he was drawing the plunger back. Patient discarded the alleged cartridges. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced; no product return was requested.